Event description:
It was reported that the plaintiff underwent a hysterectomy during 1994 where vicrly sutures were used and claims that infection and injuries occurred as a result of contaminated sutures.